Event description:
It was reported to medtronic neurosurgery that while performing pre-operative testing, the physician found that the product¿s discharge hole was occluded. According to the report, the physician used a new device to complete the surgery. Reportedly, the patient's current status is normal.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.